Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited slight increase in threshold and loss of capture. Moreover, a possible lead dislodgement was noted per documented remote. A reprogramming was done. To date, the lead remains in service. No adverse patient effects.